Event description:
It was reported that at device change out, externalized conductors were observed via fluoroscopy. Lead was explanted and replaced. The patient was pacer dependent and asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal abrasion with externalized conductor at 8.1cm -12cm from the distal tip. External abrasions were found between 32.5cm to 3.33cm from the distal tip due to friction to another device.